Event description:
The customer reported the device displayed the defib failure cycle power message/instruction and the defib biphase error code 01000.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure cycle power message/instruction and the defib biphase error code 01000. There was no report of patient involvement or adverse patient impact. On (B)(6) 2011 the customer was sent a power pca to resolve this issue.